Manufacturer narrative:
Updated ptc result received on 14-dec-2015: final and medical assessment updated without major changes. Follow-up received following reconciliation with study database on 03-nov-2016: (B)(6). On (B)(6) 2009, procedure failure was reported. The event "intraperitoneal migration of right implant (probable perforation)" was updated to "intraperitoneal migration of insert". (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-nov-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 488 cases. Device dislocation. The analysis in the global safety database revealed 794 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Intraperitoneal migration of insert was observed during laparoscopy (insert found in the epiplon). These events are serious due medical importance and anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the insertion was easy but patient experienced pain during and after placement. The confirmation test (ultrasound) showed the right insert was not in good position. One week later, a laparoscopy was then performed and the implant was found in omentum and removed. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 26-nov-2016: quality-safety evaluation: the bayer reference number for the ptc report is: (B)(4) and concerns the suspect drug essure 305 (lot number not reported). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no medora llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible undesirable events and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Correction (06-dec-2016) following reconciliation with study database: the event insertion found in the epiloon was deleted. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-dec-2016 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 497 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this study case report refers to a (B)(6) female patient, who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Intraperitoneal migration of insert was observed during laparoscopy. The event insert found in the epiplon was deleted following reconciliation request. The event is serious due medical importance and anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the insertion was easy but patient experienced pain during and after placement. The confirmation test (ultrasound) showed the right insert was not in good position. One week later, a laparoscopy was then performed and the implant was found in omentum and removed. Given the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. According to technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6)-2009 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on (B)(6)-2009 and (B)(6)-2012 . On (B)(6)-2009 follow-up information received qualifies this case as an incident. Study description: study enquete success ii, essure (B)(4) is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). The patient's medical history included 01 child and menstrual pain. Medication at time of insertion included combined pill. Her last menstrual period before insertion occurred on (B)(6)-2009. On (B)(6)-2009 essure (fallopian tube occlusion insert) was easily implanted for permanent sterilisation. Analgesics and nsaid (non-steroidal anti-inflammatory drug) were used as premedication. Uterine cavity was within normal conditions and she did not have retroverted uterus. Visualization of ostium was good bilaterally. The procedure was started on right side. At the end of procedure she had 6 coils externally visible in the uterine cavity on the left side and 2 coils on right side. The physician used 2 inserts. The procedure took 4 minutes and bilateral placement was successful. Patient presented pain during insertion and after the procedure. Vasovagal syncope during the procedure was denied. The patient was very satisfied with the procedure and no additional procedure was performed at the same time. Postoperative analgesics was used. Combination pill was used during the 3 months after essure insertion. On (B)(6)-2009 the patient experienced pain/cramps at 3 months. Bleeding was denied. Radiography was performed and showed inserts were not symmetric positioned and distance between proximal portion was more than 4 cm. Four markers were well placed on the left side only. Hsg was not done. Ultrasound was performed and insert was seen from the cavity to the horn on the left side. Final result of procedure was classified as "failure" due to intraperitoneal migration of the right implant (probable perforation due to important push or simple migration). Physician reported that pain at time of insertion reinforced the perforation diagnosis. Patient was not very satisfied. On (B)(6)-2009 laparoscopy was performed and the implant was found in omentum. Implant collected and coagulation was observed: section by laparoscopy. Tubal ligation performed. Post-procedure follow-ups were stopped. Ptc investigation result was received on (B)(6)-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number 2015-011343. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)-2015 for the following meddra preferred term: uterine perforation . The analysis in the global safety database revealed 145 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this study case report refers to a (B)(6)-year-old female patient, who was involved in an observational company-sponsored study and had essure (fallopian tube occlusion insert) inserted. Intraperitoneal migration of right implant (probable perforation) was observed during laparoscopy. This event is serious due medical importance and listed in the reference safety information for essure. Uterine perforation with essure use may occur mostly during insertion. In this case, the insertion was easy but patient experienced pain during and after placement. The confirmation test (ultrasound) showed the right insert was not in good position. One week later, a laparoscopy was then performed and the implant was found in omentum and removed. Given available information and event's nature, causality with essure use is assessed as related. Since laparoscopy was performed, this case is regarded as incident. According to technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.